Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure due to upgrade. The chronic right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The implantable cardioverter defibrillator was connected to other chronic leads and the newly implanted right ventricular lead and tested. During testing, it was noted that the implantable cardioverter defibrillator exhibited post paced t ¿ wave oversensing. Programming changes were made. No adverse events were reported, and the patient was discharged post procedure. The patient will continue to be monitored.